Event description:
It was reported that an integrity test was requested due to an increasing number of hi channels at the pt's past two appointments. At his routine programming appointment on (B)(6) 2009, telemetry measures revealed hi electrode on channels 1 and 2. The electrodes were turned off and his score was 88%. On (B)(6) 2010, the pt had an additional 2 hi electrodes on channels 11 and 12 and the 2 existing hi electrodes on channels 1 and 2 remained. His mom reported that his articulation remained sluggish and his school teacher was also reporting a decrease in his discrimination. Channels 1, 2, 11 and 12 were turned off, re-programmed, and his new speech discrimination score was 68%. Further testing on (B)(6) revealed hi electrodes on 9 channels: 1, 2, 4-6, and 9-12 (hsc on channels 10 and 11). His mother reported no head trauma, accidents, illness, injury, pain swelling or discomfort over the last year.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.